Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 490mg/dl. Troubleshooting was performed. The time and date were correct. The basals were set incorrectly. The bolus history revealed that the customer entered 0.0 units the day of her admission causing her glucose level to rise. Ran a fixed prime test and the insulin pump passed the test. No further information was provided.